Event description:
The MFR received info alleging a ventilator was not delivering the set volume. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.